Event description:
It was reported that this pacemaker was suspected of exhibiting premature battery depletion (pbd). It was noted that the battery level estimate has reduced from one and a half years to less than three months in a time period of about one year. Technical services (ts) analyzed device disk data and recommended replacement. No adverse patient effects were reported. Currently, the device remains in service.

Event description:
It was reported that this pacemaker was suspected of exhibiting premature battery depletion (pbd). It was noted that the battery level estimate has reduced from one and a half years to less than three months in a time period of about one year. Technical services (ts) analyzed device disk data and recommended replacement. No adverse patient effects were reported. According to additional information received, this device was explanted and replaced with a new pacemaker device. No additional adverse patient effects were reported.